Event description:
The sales rep reported a tip shear of marker. St breast biopsy with the mst08 probe was completed. The marker was inserted into the probe and deployed. When removing the marker introducer, the tip sheared off. It is unknown if the probe and marker were removed at the same time. The patient was taken to ultrasound where the sheared tip was removed.

Manufacturer narrative:
Complaint number: (B)(4). Investigation summary: the device was not returned for investigation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing.